Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 4076 implantable pacing lead: (B)(6) 2008. A 4193 implantable pacing lead: (B)(6) 2008. (B)(4). Lead remains in use.

Event description:
It was reported that the patient went to the emergency room due to hearing an alarm. High impedance was found on both high voltage coils. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.